Event description:
During an in-clinic follow-up, noise that led to oversensing was detected on the right atrial (ra) lead. No intervention has been performed. The patient was stable and will continue to be monitored.